Manufacturer narrative:
This case was reopened on august 23, 2016 to enter additional information which was received on august 16, 2016. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 52/46 l. The patient was revised due to pain, osteolysis, elevated metal ions, fluid accumulation and loosening.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient had an initial right total hip arthroplasty on (B)(6) 2007 with an unknown hip component (exact catalogue number unknown). Subsequently, the patient has been experiencing pain and elevated ion levels. It was mentioned that a revision surgery is scheduled for (B)(6) 2016. Note: since the exact event date is unknown, date of event was left blank.

Manufacturer narrative:
Additional information was received on august 01, 2016. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 52/46 l on the right side. The patient was revised on (B)(6) 2016 due to pain, osteolysis, elevated metal ions and fluid collection.

Manufacturer narrative:
The new information does not change the assessment of the case, the case will be closed again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was not reported that the patient is pursuing a legal claim.